Event description:
Pt experienced hives and difficulty breathing after nuprep was applied to skin. Tech had done a pre-test of nuprep on pt's skin and pt had no reactions. Then about 20 minutes into the test, pt started forming hives, but said she was fine. Soon after, pt experienced trouble breathing and was taken to (B)(6). From there she was taken to the hosp, where she was administered an epinephrine shot. Pt was fine after that.

Manufacturer narrative:
F/u on (B)(6) 2012, with tech indicated that the pt was indeed fine after the epinephrine shot. The tech believes that pt must be allergic to something in nuprep, and this is what caused the skin hives and difficulty breathing.